Manufacturer narrative:
An initial examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection as per procedure and a connect/disconnect test was carried out as per procedure. No issues were noted with the unit handshake connections. The plus unit was wire guided using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined, and the burr was flared and misshapen. A scratch test was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this complaint is user/use error. The damage to the burr is consistent with the burr coming into contact with the wire. The dfu warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-01349. It was reported that during a percutaneous coronary interventional procedure, the burr tore the wire. The 99% stenosed lesion to be treated was located in the moderately tortuous left anterior descending artery. Outside of the body during the setting of the speed, the rotalink plus 1.5mm burr came in contact with the floppy rotawire guide wire, and the wire became torn. The devices were exchanged for new ones, and the procedure was successfully completed. The patient had no complications, and patient status was reported as 'good'.